Event description:
An optometrist reported was diagnosed with diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The patient was treated with increased steroid eye drops, and the event resolved within six days. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).